Manufacturer narrative:
Patient-filed medwatch mw5087971. Event report type: serious injury; report date: 08-jul-2019; description: "lump formed after receiving bellafill injection; 7 months later, provides claims if it is not bellafill although I have pictures to prove it. Since this drug only was a 5 year study it needs to be taken off the shelf for the general public until years of studies are done. I have read a ton of horror stories and the substance in this is not for the face." No other information was provided. No indication of outcomes was provided. No contact information; therefore, suneva is unable to investigate further. Lot number and injector are unknown. Locations of injections and/or bellafill use cannot be confirmed. Whether medical intervention was required or not is unknown. Suneva could not find this same complaint in their complaint history and are submitting this MDR on a conservative basis based on the patient indicating serious injury via mw5087971. Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Lumps are anticipated patient events that are documented in the bellafill instructions for use. Clinical studies support that these issues may resolve over time with or without treatment.

Event description:
Patient filed medwatch mw5087971; event report type: serious injury; report date: 04-jul-2019; description: "lump formed after receiving bellafill injection; 7 months later, provides claims if it is not bellafill although I have pictures to prove it. Since this drug only was a 5 year study it needs to be taken off the shelf for the general public until years of studies are done. I have read a ton of horror stories and the substance in this is not for the face." No other information or outcomes were provided. No contact information was provided.